Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported dizziness since implantation in (B)(6) 2025. Active electrode has migrated.

Event description:
The user has reported dizziness since implantation in september 2025. The user has bene reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Further, the recipient experienced dizziness, which is a known undesired side effect of otologic surgery. The explanted device has not been received for investigation yet.